Event description:
It was reported that "fill estimate gets stuck at 60 u sometimes and doesn¿t go down for a day". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.